Event description:
It was reported that patient experienced malfunction alarm 12 with pump. There was no reported impact to the customer¿s blood glucose level. Issue was resolved when pump was reset, and no additional information was received regarding the outcome of the event.